Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced tape not sticking event, as several infusion sets did not last for seven days as tape was not holding well due to perspiration and moisture on (B)(6) 2026.